Manufacturer narrative:
Date initial report sent: 02/05/2008.

Event description:
Procedure type: tep hernia repair. According to the reporter: during the procedure, the locking mechanism broke when the metal pin fell out and the latch disengaged. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.